Event description:
It was reported the device was used during a laparoscopic colectomy. It was reported the surgeon stated he placed the elc60 across the rectum laparoscopically without a problem. He closed the stapler and fired it. Upon opening the stapler he found that only one side had stapled; there was a cut line, but no staples at all on the other side. They reloaded the instrument with a blue cartridge, fired again, and the same thing happened. They completed the case with multiple firings of the ets stapler. Pt is ok so far. There was no known consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition, ab partially fired; cartridge returned batch number, a ed0017b eg00 and lockout indicator, ab fired. Functional tests & results: was instrument cycled, ab yes. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that cartridges were returned partially fired, with the lockout in the fired position. The cartridge lockout tabs were reset, and the cartridges were loaded in the returned instrument, fired, and formed the remaining staples within design spec. No conclusion could be reached as to what may have caused the reported incident. Co strives to understand each incident as it occurs in order to continuosuly improve co's products.